Event description:
The da vinci robotic monopolar instrument was inserted into the robotic arm and it did not have the grey "wings"/latch to give the assistant the ability to remove the instrument when finished using it. It was noticed when retrieving the instrument that this instrument was unable to be removed. The emergency release kit which opens the jaw of the instrument manually was used to undockthe arm and re-drape the arm switching the instrument out and proceeding with the case, no injury to the patient.